Manufacturer narrative:
The reported events of premature battery depletion and longevity anomaly were not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) voltage level. Electrical and mechanical analysis performed indicated normal functionality. Further evaluation at various pulse amplitudes measured current levels within normal range and no indication of premature depletion was noted. Review of the device image indicates auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. A longevity assessment was performed and the device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the device battery depleted faster than expected. The device was explanted and replaced to resolve the event and the patient was in stable condition.